Event description:
It was reported that (1) device was used during a anal prolaps procedure. It was reported by the affiliate that the ppho1 instrument was used. After checking the staple line, there were no problems encountered. But when checking the "donuts", found an irregular donut. In the instrument there was a malformed staple and it was stuck on / around the head of the stapler. There was no consequence to the pt.